Event description:
The pump was received for service with the report "when upstream occlusion is created, no alarm will sound. Pump continues to pump even though medications are not being administered". The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. Attempts were made by baxter quality management to obtain extra info regarding pt demographics, diagnosis, medical intervention, set up of the device, tubing, set up of device, and the medication involved but no additional details are known.